Event description:
It was reported by a pt that he had two x-stop devices implanted. Per the pt, they became infected and the infection spread to the pt's heart requiring a heart procedure. The dye used in the heart procedure caused the pt's kidneys to shut down and he went into insulin shock.

Manufacturer narrative:
Follow up with company rep. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.